Event description:
Patient had surgery. Surgeon placed a round 15 french silicone drain produced by cardinal health in the axilla. Patient was seen in the office. When the drain was removed, it tore and the majority was left in the patient. Patient had residual drain removed six days later. The patient tolerated the removal of the remaining portion of the drain well with no complications. There was no suture or other obvious mechanical reason to explain why the drain tore. Per quality chart review, this patient did not experience serious injury as a result of the incomplete removal of this device during the initial post operative attempt to remove.